Event description:
It was reported that during a pulse generator change-out, the atrial capture threshold was 3.5 v, 1.0 ms. The lead impedance had been steady at 500 ohms via an analyzer. When measured through the old pulse generator, >1990 ohms impedance was seen prior to the changeout, but with the new generator, the impedance was within normal range. The device was left implanted and the patient will be monitored.